Manufacturer narrative:
Additional information in d10, h2, h3 and h6. The reported event of device unable to interrogate and premature battery depletion was confirmed. As received, the device had no telemetry communication and no output. Visual inspection revealed header delamination occurring between the header and can attachment, which allowed body fluids to enter the header attachment area. Further testing revealed low impedance paths within the header connection. The body fluids entered the delaminated area, which caused shorting between the header connection pins, resulting in the reported issues.

Manufacturer narrative:
The device is included in the assurity and endurity pacemakers header anomaly advisory issued by abbott on 15 march 2021.

Manufacturer narrative:
The reported events of inability to interrogate, no magnet response, and premature battery depletion were confirmed. As received, the device had no communication, and no output. The device was cut open to enable further testing and battery was found in normal range with normal current drain. Additional tests were performed by separating the header from the case to perform a dye penetration test on the feedthrough component. Test results indicated a feedthrough breach affecting the device's hermeticity, resulting in damage to the hybrid, consistent with the reported events. Additionally, visual inspection of the header attachment area also revealed header delamination occurring between the header and case. As a result of these findings of a feedthrough breach and header delamination, abbott is performing further investigation.

Manufacturer narrative:
The results, method, and conclusion codes along with investigation results will be provided in the final report.

Event description:
During follow-up, the device was unable to be interrogated due to alleged premature battery depletion of the device. The device was explanted and replaced to resolve the event and the patient was in stable condition.